Manufacturer narrative:
Device will not be returned for eval. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that while in cath lab, md inserted sheath into pt. Iab was prepped per instruction & removed from tray. As soon as iab was removed from tray it began to unwrap. Md inserted iab into sheath and iab became "stuck" in sheath. As a result, md removed sheath with iab as one unit. Md requested a second iab-05840-lws. Refer to medwatch 1219856-2007-00236 for second event involving same pt.